Manufacturer narrative:
Approximate age of device ¿ 1 year and 6 months. No product was returned for evaluation. The patient remains ongoing on lvad support. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2018 due to a decrease in hemoglobin levels and a reduction in the general state of the patient. The bleeding was thought to be anemia or bleeding from an unknown site. The patient was transfused with 6 units of red blood cells. A gastroscopy was performed on (B)(6) 2018 and a colonoscopy was performed on (B)(6) 2018. No bleeding source was found, and no final diagnosis was made. The bleeding reportedly resolved by (B)(6) 2018 and the patient was discharged. No additional information was provided.